Event description:
It was reported by the patient that they underwent a lip biopsy procedure on an unknown date and suture was used. Following the procedure, the patient experienced: severe pain, a feeling of heaviness and pressure, and a progressive loss of sensation in the lips. Patient's attending physician insisted that the sutures should be left in place to dissolve naturally 25 to 30 days. However, due to worsening symptoms, patient sought a second opinion from a specialist, who informed that the sutures used were inappropriate for lip tissue and strongly recommended that they have them removed. Following this advice, the sutures were removed after 10 days. Since then, patient have developed deep vertical scars resembling thick cords at the suture sites, along with persistent numbness in the affected area. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was provided: from the first day after the procedure, I began to experience serious problems. The sutures felt extremely heavy and deep for the delicate tissue of the lip. They completely immobilized my lip, making it impossible for me to speak or eat properly. The peruvian doctor who performed the procedure told me that the sutures should not be removed and that they should remain for 30 days until they were completely absorbed. However, the symptoms worsened dramatically. The pain became unbearable and my lip began to collapse. Despite this, the doctor continued to insist that the sutures should be kept in place. Worried, I consulted several doctors in europe who examined me and strongly recommended to remove the sutures immediately, stating that: - vicryl 3-0 is too thick and unsuitable for lip tissue, especially for a superficial biopsy. - this type of suture is not absorbed by the lip, and its use can result in serious complications. Following their recommendations, they removed my sutures after 10 days. Unfortunately, by then the damage was already done: - my lip was deformed and asymmetrical. - I experienced a total loss of sensation in my lip. - thick, long and cordless scars were developed where the sutures had been placed. These scars remain to this day, more than eight months later. In addition, I still can't feel my lip and I have a lot of difficulty moving it. I would also like to mention that I previously informed the peruvian doctor that I am allergic to lactic acid, but this was not taken into account when choosing suture material. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 3. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address)

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: operative report. Diagnostic: sjögren syndrome. Anesthesia: bupivacaine. Material sent to pathology for examination: minor salivary glands. Operation practiced: biopsy of minor salivary glands operation. Description: 1. Aa+cce. 2. Infiltration and local anesthesia in mucosa of the lower lip. 3. Incision losange on the lower lip. 4. Biopsy of lower lip mucosa + minor salivary glands. 5. Hemostasis. 6. Close with vicryl 3/0. 7. Tolerates surgery. Additional information was requested, and the following was obtained: as a patient, I have suffered severe and permanent consequences: fibrosis, loss of sensation, deformation, and chronic pain.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: facility: (B)(6) procedure date: (B)(6) 2024. I must express my concern regarding your request to obtain information directly from the surgeon who performed the procedure. This is the same person who, in my view, misused the product, causing me severe and ongoing problems, including a functional limitation of my lip. From the very beginning, his only response to my concerns has been to defend his own actions, without acknowledging any possible error. For this reason, I do not believe he can provide impartial or objective information for your investigation. I find it difficult to understand why the only proposed solution is to request the opinion of the person whose actions are the very subject of the complaint. Furthermore, I am deeply concerned that a product is being distributed whose real consequences appear to be unknown even to the manufacturer itself, and that it is freely available to any professional without adequate control. My doctor claims that there is a man ¿with a full name¿ who ¿discovered¿ a suture that dissolves on its own. Based on this belief, when I asked him to remove my stitches, he wanted to leave them in my lips for a month, thinking they would be absorbed by my body. Is this the person you intend to ask about the use of your product? I find it hard to take seriously. I am willing to provide all the medical documentation in my possession, including reports or test results, but I cannot authorize you to contact the surgeon directly.